Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon removal of sensor pod, sensor wire remain behind at insertion site. Patient's mother stated that patient did not experience any additional discomfort at the insertion site. Patient inserted sensor into buttocks which is not an approved site. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).